Event description:
Subsequent to the initial MDR, additional information became available. It was reported that pairing failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/01/2026, the sensor didn't pair to the patient´s phone so she was not able to get a cgm reading, the pediatric patient went to school and suffered stomach pain, the whole day she was vomiting, so the parent took the patient to the emergency room, nurses tested her bg and it was 70 mg/dl. The patient was treated with IV dextrose and it increased to 80 mg/dl. On (B)(6) 2026, the patient was transferred to another hospital because they have a pediatrics center there, the nurses tested her bg and it was 40 mg/dl. The patient was treated with dextrose IV and famotidine for diarrhea. On (B)(6) 2026 the dextrose was removed; she was taking famotidine for her diarrhea. They were waiting for the doctor's advice of when they can be discharged. The patient experienced vomiting and later diarrhea; however, no medical determination was made linking these symptoms to the hypoglycemic event. At the time the patient became aware of the pairing failure, the patient did not take any bg readings. The patient was out of an active sensor session for several hours (approximately the duration of the entire school day) before symptoms developed. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that a sensor session ended on (B)(6) 2026 with transmitter/wearable serial number (B)(6). No new sensor session was started afterwards. No pairing attempts were found in the data for the reported event date of 06/01/2026. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
It was reported that pairing failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the sensor didn't pair to the patient´s phone so she was not able to get a cgm reading, the pediatric patient went to school and suffered stomach pain, the whole day she was vomiting, so the parent took the patient to the emergency room, nurses tested her bg and it was 70 mg/dl. The patient was treated with IV dextrose and it increased to 80 mg/dl. On (B)(6) 2026, the patient was transferred to another hospital because they have a pediatrics center there. The nurses tested her bg and it was 40 mg/dl. The patient was treated with dextrose IV and famotidine for diarrhea. On (B)(6) 2026 the dextrose was removed; she was taking famotidine for her diarrhea. They were waiting for the doctor's advice of when they can be discharged. The patient experienced vomiting and later diarrhea; however, no medical determination was made linking these symptoms to the hypoglycemic event. At the time the patient became aware of the pairing failure, the patient did not take any bg readings. The patient was out of an active sensor session for several hours (approximately the duration of the entire school day) before symptoms developed. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.